Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initial implanted on (B)(6) 2018 with an ovation to treat an aortic aneurysm. Endologix was made aware of a patient that went into the hospital for reported cold legs (ischemia). Upon review of the CT scan, physician noted the device limbs were placed on the ipsilateral gate and observed a type 3 endoleak. A re-intervention was performed with a non-endologix device on (B)(6) 2018 to resolve the leak. Patient was in good condition post secondary.